Event description:
It was reported that the patient's knee was revised due to possible infection. An I&d with poly exchange was performed. Rep confirmed that no further information will be released by the hospital or surgeon.